Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during a sleeve gastrectomy procedure, the gun would not fire. It was discovered that the metal tray of the reload was stuck in the gun end effector from the previous fire. A second reload was wasted attempting to trouble shoot off of the field. Another like device was used to complete the procedure. There was also in-servicing of the scrub nurse insured proper loading and firing moving forward. No further issues. There were no adverse consequences for the patient. One device and two reloads were discarded.